Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent surgery (date not reported) to excise an overgrowth of granulation tissue around the implant site. It was also reported that the abutment was switched to a 9mm abutment on (B)(6) 2012.